Event description:
The customer reported that the asnis iii cannulated screw unthreaded at tip and fragments had to be retained within bone update : customer reported that during a orif elbow procedure, using asnis iii cannulated screw partially threaded 60mm, once screw within bone xrays were taken to assess and found foreign body at tip of screw that looked to be threading from screw. Screw was removed and foreign material remained within the medullary cavity. After examination, it was found that the tip had unthreaded and broken off within the bone. Another screw of the same size wasn't available so a shorter screw had to be selected.

Manufacturer narrative:
The reported event could be confirmed, since the screw is broken as complained. The device inspection revealed the following: the visual inspection has shown that a fragment of about 5mm length is broken off from the cannulated screw, no fragments were returned for evaluation. The hexagon recess is strongly damaged, which indicates that the screw was exposed to excessive forces during insertion. The microscopic inspection has shown that the thread was first peeled off before it finally broke off at the visible deformation. The fracture face has the typical view of ductile overload fracture where the material was first plastically deformed before it finally broke. The relevant dimensions were verified during the investigation and no deviation from the specification could be detected. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to a use related issue. The failure was caused by a mechanical overload, most likely by a metallic contact either with a deformed guide wire or another screw, during the screw insertion. If more information is provided, the case will be reassessed.

Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that the asnis iii cannulated screw unthreaded at tip and fragments had to be retained within bone. Update: customer reported that during a orif elbow procedure, using asnis iii cannulated screw partially threaded 60mm, once screw within bone xrays were taken to assess and found foreign body at tip of screw that looked to be threading from screw. Screw was removed and foreign material remained within the medullary cavity. After examination, it was found that the tip had unthreaded and broken off within the bone. Another screw of the same size wasn't available so a shorter screw had to be selected.